Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to their pump, allegations of insulin delivery issues, and difficulties connecting the sensor/transmitter. The customer reported that the pump fell off a table, causing a crack on the belt clip rail. The event involved product(s) mmt-332a,mmt-7040a,mmt-1884,mmt-7841zn,mmt-242a. The customer reported a loss of communication issue and allegations of high blood glucose levels due to under-delivery of insulin. Troubleshooting was not performed as the customer declined assistance. The customer was advised to discontinue pump use and revert to their backup plan as per healthcare provider (hcp) instructions. No harm requiring medical intervention was reported. No replacement or return is required for mmt-332a,mmt-7040a,mmt-7841zn,mmt-242a. Mmt-1884 is expected to return.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Test guardian link 4 transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered 2 bolus deliveries on the event date of (B)(6) 2026 at 01:25:25.000 and 14:34:14.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, keypad overlay peeling, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, pillowing keypad overlay, and serial number label missing. Unable to verify customer¿s complaint for high bg¿s. No device problem was noted during testing. Possible under delivery anomaly was not confirmed during testing. Cosmetic damage was confirmed at the belt clip rails. No com pump to xmtr was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.